Event description:
It was reported that right ventricle (rv) noise resulting in oversensing was noted. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.